Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A versacross connect laac access solution kit was selected for use along with a watchman access system (was) sheath to perform transseptal puncture (tsp) and gain access to the left atrium (la). During tsp, imaging had less than ideal bi-caval and short axis views and the thin septum was not able to be visualized. The was sheath looked to be possibly at a mid/mid or mid/posterior position. The implanting physician thought that there may not be a window for thin septum. Tsp crossed and the wire could not be visualized in the la. Multiple angles were viewed in transesophageal echocardiography (tee) and imaging did not show the location of the wire. The physician did not advance the sheath but did advance the tip. The imaging physician asked to look for an effusion and there was no effusion observed at that time. The anesthesiologist notified the physician that there was a blood pressure drop into the 80s and that medication was going to be administered to manage. The imager then checked again for effusion, and one was now noted on the right side progressing to the left. Heparin was then reversed and a pericardial tap was performed to treat the effusion. Approximately 300 ml was removed with continuous drainage, cardiothoracic (CT) surgery was consulted. It was decided to give the patient k-sentra, red blood cells (rbcs) and fresh frozen plasma (ffp) and perform surgery. Surgery was performed, a perforation was repaired and the appendage clipped. Patient transferred to intensive care unit (ICU). There were no further complications, and the patient was discharged approximately one week later.

Manufacturer narrative:
Correction to the initial MDR in block(s) d2a and d2b in section d. Suspect medical device. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that perforation and/or tamponade, pericardial/pleural effusion, and perforation of the myocardium are known inherent risks of use of this device. A technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was completed and confirmed that the events of perforation and/or tamponade, pericardial/pleural effusion, and perforation of the myocardium were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of perforation and/or tamponade, pericardial/pleural effusion, and perforation of the myocardium are known inherent risk of the versacross connect access solution device. Perforation and/or tamponade, pericardial/pleural effusion, and perforation of the myocardium are expected procedural complications addressed within the IFU for the versacross connect access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported a cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A versacross connect laac access solution kit was selected for use along with a watchman access system (was) sheath to perform transseptal puncture (tsp) and gain access to the left atrium (la). During tsp, imaging had less than ideal bi-caval and short axis views and the thin septum was not able to be visualized. The was sheath looked to be possibly at a mid/mid or mid/posterior position. The implanting physician thought that there may not be a window for thin septum. Tsp crossed and the wire could not be visualized in the la. Multiple angles were viewed in transesophageal echocardiography (tee) and imaging did not show the location of the wire. The physician did not advance the sheath but did advance the tip. The imaging physician asked to look for an effusion and there was no effusion observed at that time. The anesthesiologist notified the physician that there was a blood pressure drop into the 80s and that medication was going to be administered to manage. The imager then checked again for effusion, and one was now noted on the right side progressing to the left. Heparin was then reversed and a pericardial tap was performed to treat the effusion. Approximately 300 ml was removed with continuous drainage, cardiothoracic (CT) surgery was consulted. It was decided to give the patient k-sentra, red blood cells (rbcs) and fresh frozen plasma (ffp) and perform surgery. Surgery was performed, a perforation was repaired and the appendage clipped. Patient transferred to intensive care unit (ICU). There were no further complications, and the patient was discharged approximately one week later.